Event description:
It was reported the pt had overstimulation and had no programs which provided effective stimulation. The sjm rep met with the pt for reprogramming. It was reported the lead had multiple invalid contacts, but none of these contacts were used in her programs. The pt reported a punching pain, which was not resolved with reprogramming. F/u identified the physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.